Manufacturer narrative:
Catheter.

Event description:
Ten days after the patient's pump was replaced, the patient started going through withdrawals and had a loss of therapeutic effect. She experienced a headache, increased pain, nausea and vomiting; she had no appetite; and she had anxiety. The patient went to the ER and they gave her oral dilaudid and her symptoms got better. She had a home health agency filling her pump; they did unspecified testing of her pump and everything was working okay. She had x-rays (date not reported), but had a difference of opinion between the surgeon and the family practice doctor. In 2008, a pic line was started with dilaudid because oral medication didn't suffice. The patient stated a dye study was planned. The hcp reported that a catheter dye study was pending to rule out possible catheter tip migration. The hcp reported that the patient was currently receiving "pca" at home to manage her pain and lessen the withdrawal symptoms while they waited to do the contrast study. The patient described her condition as "fair". The hcp reported the patient outcome as "non-serious injury/illness". The patient was at home. The pump was used to deliver dilaudid.